Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products. Defibrillator (ICD), implanted: (B)(6) 2007. Product ID: 6949-65, implantable tachy lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported the right atrial (ra) lead was fractured and exhibited high impedance. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.